Event description:
New information received indicated programming changes were completed to address the capture issue.

Event description:
It was reported the leadless pacemaker exhibited loss of capture. No further information was given. Further information was requested but not yet received.